Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the reason the patient was not feeling paresthesia was due to impedances being over 2000 ohms. The rep added a group for contacts that had impedances around 2500 ohms and the patient was doing great. The patient was getting good relief and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient had the ins replaced due to normal battery depletion and that the new ins had high impedances on all contacts and the patient was not feeling any stim sensation. It was noted that there may have been a connection issue with the pocket adapter. The rep was to meet with the in a week after the report for reprogramming. No further complications were reported.